Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "the lure-lock connection (white head) was falling off from the catheter." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the proximal luer was separated from the lumen. Remnants of the extrusion remained within the hub. The inner diameter of the proximal lumen measured to be 1.47 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the proximal lumen measured to be 2.16 mm which is within specifications of 2.13-2.21 mm per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "flush lumen(s) to completely clear blood from catheter." The distal and medial lumens flushed as expected. No leaks or blockages were detected. A manual tug test confirmed the distal and medial luers were secured to their respective hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of a separated luer was confirmed by complaint investigation of the returned sample. The proximal luer was separated and contained remnants of the extrusion within the hub. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. A CAPA has been previously initiated to further investigate this issue. The root cause has not yet been determined.

Event description:
The complaint is reported as: "the lure-lock connection (white head) was falling off from the catheter." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.